Event description:
Boston scientific received information that pacing impedance measurements were greater than 2,500 ohms during weekly daily measurement testing. An in clinic office interrogation displayed impedance measurements within acceptable limits during isometric testing. Noise was displayed on the non-bsc right ventricular (rv) lead, however, the noise was not oversensed. The device system was to be monitored. To date, no adverse patient effects were reported with this clinical observation.

Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient implanted with this device system was brought into the clinic for device testing. The boston scientific sales representative was able to reproduce the increased rv pacing impedance measurements greater than 2,000 ohms. During isometric testing, noise was observed, however, it was not being oversensed. All other lead measurements were within acceptable limits. A revision procedure was performed, suspecting the non-bsc rv lead to be fractured and the non- bsc rv lead was replaced. No adverse patient effects were reported as a result of this clinical observation. The device remains implanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information received information that this device was explanted for a therapy upgrade replacement. No adverse patient effects were reported.